Event description:
The patient was revised due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 626-00-36c, lot # unknown, description: modular dual mobility insert. Cat # 6260-4-122, lot # unknown, description: 22.2mm std v40 head. Cat # 6720-0330, lot # unknown, description: size 3 accolade ii 132 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation because the hospital will not release them. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.